Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator, the cam mechanism pillar and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on and around the stator the hole in the stator and the x ray dot. The cam magnets were also controlled. The magnets failed. The polarity of the magnets was tested, the magnets failed. Review of the history device records confirmed the valve product code 82-3101, with lot p1567, conformed to the specifications when released to stock on the 16th november 1998. The root causes of the dislodgements could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. The root cause of abnormal polarization of chpv magnets, this abnormal polarization was probably caused by magnetic fields. The chpv knockdown evaluation test was documented through dra. The risk associated with magnetic knockdown with chpv when exposed to 3t magnetic resonance imaging (MRI) was evaluated through health hazard evaluation hhe. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the setting pressure of the device could not be changed. On (B)(6) 2015, the surgeon tried to change the setting pressure under radiography, and found that the cam was not working properly. Since the valve breakage was suspected, the device was removed on (B)(6) 2015. According to the surgeon, the patient had trauma and developed a subdural hematoma. Further information would be provided as soon as we receive it from the facility. On 12/24/2015 per affiliate: the part # is 82-3101, not 82-3100. It was additionally reported that the dislodgement of the cam was confirmed.